Manufacturer narrative:
(B)(4).:during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, after clip deployment, the "clip did not take", and bleeding continued.

Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances relevant to this event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. An analysis of the returned device was unable to confirm the reported device issue. Based on the investigation, no product deficiency was identified. The reported bleeding post clip deployment is listed in the starclose se instructions for use (IFU), as a possible effect.